Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the lot number: unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002: device not returned.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date; and a barbed suture was used. When the needle was pulled with forceps, during fascial suture, the suture was detached from the needle at the joint part. Then, suture was performed at the overlap, and there was no problem. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.